Event description:
Event involving inappropriate downstream occlusion alarm. IV pump infusing norepinephrine 0.14 mcg/kg/min alarmed and stopped infusing. Blood pressures dropped to 50s/30s. Two rns traced the infusion line and found no issues to explain the downstream occlusion alarm. The medication had been infusing through a central venous catheter which was known to be functioning properly. IV push dose of epinephrine required. Switched to new IV pump. Bp [blood pressure] recovered.